Event description:
It was reported that the patient received an alert for charge time limit being reached. Device was explanted and replaced. Patient was fine after procedure.

Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory. The cause of the extended charge time was an internal anomaly within one of the hv capacitors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.